Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system (one (1) alto main body, two (2) ovation ix iliac limbs and a fill poymer). During the initial implant procedure, it was noted that one of the iliac limbs was too short for the patient's anatomy, and therefore a bentley (non-endologix) 20/40/20mm stent was also implanted; this procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the alto system per device IFU. It was also noted that minimal overlap was achieved between the ovation ix iliac limb and the bentley stent at initial implant. Approximately one and a half (1.5) years post initial procedure, the patient presented non-symptomatic with a type iiia endoleak and complete component separation. The physician elected to treat the patient by implanting one (1) additional ovation ix iliac limb on (B)(6) 2023. The re-intervention was reportedly successful, and the patient is in good condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported ovation ix, type iiia endoleak (of the left common iliac artery) with additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related due to the concomitant product usage of a non-endologix stent in the left common iliac artery (off-label condition). It was also noted that the inferior stent margin of the left iliac limb stent landed 18mm above the left internal iliac artery (user-related), while the right inferior stent margin landed at the top of the right internal iliac artery; this might have also contributed to the reported event. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as being in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6 investigation finding codes; remove 3233; h6 investigation conclusion codes; remove 11.